Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a system implant, cardiac tamponade was observed. Patient was transferred to another hospital where tubes were placed and patient was put on a ventilator. It was noted soon after, patient was doing well and no longer on the ventilator. Lead remains implanted.